Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications include but are not limited to: acetaminophen (tylenol) 325 mg tab, acetaminophen (tylenol) 650 mg suppository, alum-mag-simeth (mylanta es) 400-400-40 mg/5ml susp, amlodipine (norvasc) 10 mg tab, aspirin 81 mg chew tab, atorvastatin (lipitor) 40 mg tab, carvedilol (coreg) 12.5 mg tab, carvedilol (coreg) 25 mg tab, gabapentin (neurontin) 300 mg cap, leuprolide (lupron depot-ped) 7.5 mg (ped) intramuscular kit, omeprazole (prilosec) 20 mg ER cap, oxycodone 5 mg tab, polyethylene glycol (miralax) oral powder, polyvinyl alcohol (artificial tears) 1.4 % ophthalmic soln, senna-docusate (senokot s) 8.6-50 mg per tab, warfarin (coumadin) 3 mg tab. (B)(4).

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for a left common iliac artery (lcia) aneurysm and was implanted with a gore excluder aaa contralateral leg endoprosthesis within the lcia. The patient tolerated the procedure without any reported complications and was discharged on (B)(6) 2015.